Manufacturer narrative:
The investigation is ongoing; a supplemental report will be sent upon receipt of any additional information. Device remains implanted.

Event description:
A patient reported (mw5090760) they were implanted with everest rods, everest screws, and everest set screws at l4 to s1 to treat grade 1 spondylisthesis. Prior to implantation the patient experienced pain in low back, right hip, and down both legs. Following implantation, the patient reported numerous issues including: gi conditions (constipation), hiatal hernia, immunological conditions, seronegative arthritis, spondyloarthropathy, and pain in low back, mid back, upper back, sacrum, glutes, pelvis, hips, feet, legs. The devices remain implanted.

Event description:
A patient reported (mw5090760) they were implanted with everest rods, everest screws, and everest set screws at l4 to s1 to treat grade 1 spondylisthesis. Prior to implantation the patient experienced pain in low back, right hip, and down both legs. Following implantation, the patient reported numerous issues including: gi conditions (constipation), hiatal hernia, immunological conditions, seronegative arthritis, spondyloarthropathy, and pain in low back, mid back, upper back, sacrum, glutes, pelvis, hips, feet, legs. The devices remain implanted.

Manufacturer narrative:
No devices or radiological images were available for evaluation. Due to insufficient information, we were unable to attribute the patient's conditions to device failure. According to the everest product insert, potential adverse events associated with spinal fusion procedures include neurologic damage (usually attributable to pseudoarthrosis), infections, painful bursa, pressure necrosis, allergies, and other reactions to device materials which, although infrequent, should be considered, tested for (if applicable), and ruled out preoperatively. In september 2019, the FDA published a paper entitled "biological responses to metal implants." Upon review by a physician, even if serological tests show elevated metallic ions, there is no clear evidence that increased levels are necessarily associated with clinical symptoms. We were unable to determine the root cause. No device failure mode could be identified for the reported event; therefore, a risk assessment could not be performed. We were unable to perform a manufacturing record review as subject lot numbers were not provided. A review of complaint history could not be performed as subject catalog numbers were not available. No further investigation for this event is possible at this time as no device and insufficient information was received by stryker. If devices and / or additional information become available, this investigation will be reopened.